Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal system was inserted into the sheath. A click was audible, and the white markers were visible. As the user pulled back on the system, he pulled out the whole system. The sheath was cut open to see if the anchor was still inside and not inside the patient. That was the case. Manual compression was done. The type of procedure being performed was a thrombectomy. Hemostasis was achieved by manual compression, axiostat, and pressure dressing. A 9fr procedural sheath was used prior to the angio-seal device. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed because it was an emergency computed tomography (CT). There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section, and to provide the completed investigation results. One 6fr angioseal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath assembly, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The hemostasis sheath was found to have been cut near the distal tip. The anchor had not deployed and was visible within the cut at the distal tip. No other signs of damage or deformation to the device were identified. Functional testing cannot be performed due to the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).